Event description:
Complainant alleged that while defibrillating a pt (age & gender unknown) the device displayed to "defib fault 115" message subsequent to delivering a discharge of energy. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.